Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (service code 204, check te pad messages) has been confirmed. Upon investigation the electrode belt was unable to communicate with a monitor. The cause for the code 204 and inability to communicate with a monitor was isolated to an open green (+3.3v) wire in the trunk cable. Additionally, a pulse wire was found to be open in the trunk cable, causing the reported check te pad messages. The root cause for the open wires was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that a patient's electrode belt was producing service code 204 (belt/monitor unusable) and check te pad messages.